Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited pacing impedance measurements of less than 200 ohms, and low amplitude measurements. A chest x-ray was performed, which did not reveal any abnormalities. Isometrics were performed, which reproduced minimal noise on the rv and shock channels, but was not oversensed. A lead revision was performed, and visual observation of the lead noted an insulation breach. The insulation was noted to have peeled back. The lead was therefore explanted and replaced. No additional adverse patient effects were reported.